Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision procedure, this right ventricular lead was abandoned surgically and replaced due to loss of capture and high impedance measurements. There was no report of adverse patient effects due to the procedure.